Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a displayed error message, it reportedly intermittently booted up to one and the micro processing unit board was replaced to resolve. Analysis further noted that the programmer failed to reload software and the hard drive was therefore replaced and the software reloaded and updated, the keyboard was pulling apart and there was a broken right keyboard hinge and the keyboard and hinge were replaced and secured to resolve. (B)(4).

Event description:
It was reported that the programmer displayed an error message in the top left corner when trying to install software and would not start up. The programmer was returned for repair. The programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.